Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator, that the pt experienced pump stops and red heart alarms. The hospital staff exchanged the pt's system controllers without resolution. It was also reported that the pt was very noncompliant and missed many appointments. Duct tape was also found all over the external driveline. The pt's lvad was exchanged with another lvad. The pt remains ongoing with the new lvad.